Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, the left ventricular (lv) lead became damaged. Due to the damage, the impedance measurements vary between 360 ohms and greater than 3,000 ohms. The physician elected to leave the lv lead implanted. No adverse patient effects were reported.

Event description:
Subsequent information was received that during a routine follow-up it was determined the proximal ring of the lv was fractured. The impedance measurement measured from the tip/ring configuration was greater than 3,000 ohms. The impedance measurement measured from the tip/can configuration was 655 ohms. As a result, the programming was changed to tip/can configuration. No adverse patient effects were reported.